Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) to report that her onetouch verioiq meter was not holding charge. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the subject meter stopped holding charge ¿about 2 months¿ prior to contacting lfs, in october 2014. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her regular diabetes management regimen as a result of the meter not holding charge and continued to administer her usual dose of insulin 70/30. Three hours after she administered the insulin, date/time unknown, she ¿almost passed out because of [her] drop in blood glucose.¿ she reported self-treating with juice and felt better 5-10 minutes later. The patient retested on a friend¿s meter but was unable to recall the result. She indicated that this had happened twice. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there had been no misuse of the product. Based on customer testing frequency, the csr established that the battery did not need to be recharged and the meter had been charged until the charge complete message appeared. The issue was a recurring one. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms indicative of a serious injury after the alleged meter issue began.